Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s wife reported via phone that the customer had low blood glucose level. The customer¿s blood glucose level was 38 mg/dl at the time of incident. The customer¿s current blood glucose level was 180 mg/dl. The customer¿s wife reported that the customer had high and low blood glucose level. The customer¿s blood glucose level at the time of incident was 251 mg/dl. The customer was treated with food for blood glucose level. The drive support cap was normal. The customer performed displacement test and it passed. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. Pump monitored for several days and no unexpected bolus deliveries noted. Pump programmed with multiple boluses and all registered properly in the daily history noted. Pump received with cracked case at the display window corner, partially broken reservoir tube lip, scratched keypad overlay, scratched reservoir tube window, stained end cap sticker, stained back address label and minor scratched lcd window.